Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 129 mg/dl, 226 mg/dl, 51 mg/dl, and 62 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.